Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking the quantum maverick balloon catheter, the tip of the balloon broke off. While pulling the 2.258x20mm quantum maverick balloon catheter out of the package, the device became kinked, and the tip of the balloon broke off. The device was never used. The procedure was completed with another of the same device with no pt complications. The pt was reported to be okay.